Event description:
As reported to coloplast though not verified, patient was implanted with restorelle mesh. Later, the patient experienced mesh erosion, dyspareunia, stress urinary incontinence, vagina wall scar tissue, recurrent bladder wall perforation and a vaginal wall polyp. An explant of the mesh and subsequent surgical procedures and treatment were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.